Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: ¿rn was administering adriamycin ivp with a gravity ns flush bag. While administering, the adriamycin began to leak from the texium cap. Rn tightened the connection, adriamycin continued to leak from the texium cap. Syringe was returned to pharmacy to be replaced.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.